Event description:
MFR received a medwatch report describing an incident involving a loose joystick mounting bracket on a power wheelchair, this allegedly allowed the joystick to rotate and the user to run into a wall. As a result of this incident, the user sustained a broken leg. An evaluation of the device afterward concluded the device operated as intended with no malfunction found.